Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath that appeared typical except for damage along the blue stipe on one side of the body. The damage appeared like the sheath was pushed outward creating a bump or bulge in the middle of the body. This damage could occur if the dilator was not fully inserted through the sheath at insertion or with movement of the guide wire or catheter insertion later in the procedure. Microscopic examination revealed a total of three bumps/bulges, all in the same area. White stress marks were also observed indicating that it occurred during use. The sheath was found to be within dimensional specification and a review of manufacturing records did not yield any relevant findings. Therefore, operational context caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported during insertion the nurse noticed the sheath buckled at the mid shaft. As a result, another kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.